Event description:
Patient had surgery in 2002, in which the tps-tl implants were used. Tps-tl implants are provided non-sterile. It has been reported that the patient has been in and out of the hospital since the surgery due to an infection. The surgeon decided to reopen the surgical site. Patient was readmitted to the hospital in 2003. The surgical site was opened up again, the infection was drained, and the wound was closed 2 days later. The surgeon decided not to remove the implants from the patient.